Manufacturer narrative:
Date of event: exact date unknown, event occurred 2 years ago.

Event description:
It was reported that the patient did not have a good pain coverage and the ipg was not holding a charge well. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.